Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could pull the insulin pump's battery cap out without having to twist it. The insulin pump had cracks in the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent response due to moisture damage on the keypad traces. No button error alarms note during testing. The device had cracked stripped battery cap coin slot, cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.